Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was explanted due to the patient experiencing overstimulation. It was also reported prior to explant, a sjm representative was unable to resolve the issue with multiple reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03331 &1627487-2015-03332. Additional historical information from the medical chart review identified that prior to explant: (B)(6) 2008: the patient experienced ineffective stimulation and unintended abdominal stimulation following a physical altercation. X-rays revealed the scs leads had migrated. Reprogramming was attempted to no avail. As a result, the patient underwent surgical intervention on (B)(6) 2008 during which the leads and scs ipg were revised (no additional information available). (B)(6) 2009: the patient was admitted to the hospital after developing an increased mass over his left buttock between the previous lumbar incision and the scs lead(s). A CT scan was positive for subcutaneous abscess. As a result, the patient underwent surgical intervention on (B)(6) 2009 during which the scs system was explanted along with debridement of the abscess site. (B)(6). The patient received antibiotics and was discharged on (B)(6) 2009. The scs ipg and scs anchor are being reported respectively as device 2 and device 3.